Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no evaluation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the red clamp line (the heater line) had disconnected from the heater bag towards the end of fill 1 while the home patient (hp) was connected. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.